Event description:
The customer reported, "pipe assembled the other way around which causes blood back into the pipe instead of administering the infusion. No sample because cytotoxic product." The investigation summary report states that two pictures were received for investigation. With the help of the pictures from the customer we could confirm the complaint reason. The sik-pumpensegm.vp500 safe was assembled in a wrong direction. Unfortunately, one worker assembled vp500 with wrong direction and 100% visual control didn't recognize the wrong direction product. We performed visual inspections on all retain samples of the complained batch without finding any non-conformity. The investigation of our production documents showed there is a deviation report for this batch. This batch was reworked to change new pumpensegment vp500 and 100% visual control. The root cause according to our production department was caused due to the inattention of the worker during the assembly procedure. To avoid this error in future we performed a re-training of the affected staff.